Event description:
It was reported that (2) tvc55 were used during a gastric bypass procedure. It was reported by the rep that the instrument lockout engaged. One instrument was lost and one has been returned. Opened a competitor's instrument to complete the case. There was no consequence to pt.